Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella cemented 32 mm diameter item # 42540000032 lot # 63104082, palacos r 1x40 single item # 00111214001 lot # 8174426, tibia cemented 5 degree stemmed right size f item # 42532007502 lot # 63078128, articular surface fixed bearing right 10 mm height item # 42521000510 lot # 62846474, femur cemented cruciate retaining standard right size 9 item # 42502606602 lot # 62945429. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-04776. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee arthroplasty and was subsequently revised due to loosening. The patella component was the only component revised. Patella with autograft.

Event description:
It was reported that the patient was revised due to patella component and patella percutaneous fracture. A fracture stabilization with subchondroplasty was performed using a graft.

Manufacturer narrative:
(B)(4). Reported event was confirmed due by review of medical records. Office notes for follow up visit confirm patella was revised and patella percutaneous fracture stabilization with subchondroplasty. However, the surgical notes for this procedure were not provided. No devices were received; therefore the condition of the components is unknown. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.